Event description:
It was reported that three days after an ultrasound guided catheter placement procedure in the pancreas, the catheter orifice was allegedly noted to be broken. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one navarre drainage catheter locking pigtail with nitinol was returned. Gross and microscopic visual evaluation were performed. The investigation is confirmed for the reported fracture issue as a compound break was noted on the hub of the catheter was also noted in the provided photo. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 01/2023), g3. H11: h6 (method). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: the sample was not returned for evaluation. One electronic photo was provided for review. The investigation is confirmed for the reported fracture issue as the connector hub was noted cracked in the provided photo. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 01/2023), g3, h6 (method). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that three days after an ultrasound guided catheter placement procedure in the pancreas, the catheter orifice was allegedly noted to be broken. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 01/2023).

Event description:
It was reported that three days after an ultrasound guided catheter placement procedure in the pancreas, the catheter orifice was allegedly noted to be broken. The procedure was completed using another device. There was no reported patient injury.